Manufacturer narrative:
Qc level I was out high in 2008 before the event and passed upon repeat. Qc level iii was within specifications. No other results of assays were questioned by the customer. The lab policy is to repeat all positive accu tni samples before reporting them out of the lab. The specimen was collected in a bd, lithium heparin tube and was centrifuged per the manufacture's recommendations. A field service engineer (fse) was dispatched to the customer's lab: the fse checked all internal systems and alignments. The fse replaced a transducer and aspirate probes. The fse performed hardware verification protocol along with 50-replicates accu tni run. All verification testing passed within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample was tested for accu tni and a result of 1.29ng/ml was reported out of the lab. The original sample was retested on the next day and repeated result was 0.03 ng/ml. A corrected report was submitted. No death, injury, or change to patient treatment occured as a result of this event.